Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. See scanned page.

Event description:
The customer reported that her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated and that the cannula was out of the skin.